Manufacturer narrative:
The lead, previously capped and replaced, has been explanted due to cardiac transplant. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and analysis revealed there was a breached depression of the outer insulation. It was noted that all conductors were distorted, there was blood/body fluid in the proximal conductor (not obstructed), and the outer insulation was: breached cut, had a white substance and a cosmetic depression.

Event description:
It was reported that the right atrial lead had high impedance and an apparent fracture. It was further reported that the right ventricular lead had high thresholds. The right atrial lead was removed and replaced. The right ventricular lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.